Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was completely returned in the laboratory. The setscrew marks were noted on the terminal pin. No signs of damage or defect were noted. The field allegation of dislodgement was not confirmed through the analysis conducted. No irregularities noted at tip of the lead and in the helix that could lead to dislodgement. This lead had met specifications.

Event description:
Boston scientific received information that right ventricular (rv) lead had dislodged after closure and the r-wave measurement had dropped from more than five to 2.7 millivolts (mv). This patient was also having high pacing threshold measurements of 5.5 volts at 0.5 milliseconds. This lead was explanted and will be returned for analysis. No adverse patient effects were reported.